Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Last name unknown / not provided. K013227.

Event description:
It was reported that the implant was missing the screw in the fixture mount. The doctor went to remove the implant out of the packaging and the implant fell off of the rhd2.5 because there was no screw in the fixture mount to be able to place the implant. The procedure was completed with another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified only the implant and mount. No mount screw. Bundle product was not in original packaging therefore, the coob is non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was intended for tooth # 29 (universal) and was not used. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (1255247) for similar events and one (1) other complaint was identified ((B)(4)). November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect component quantity) or product (tsvb11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated. Additionally, the bundle product was not in original packaging therefore, the coob is non-verifiable. The following sections have been updated: h3: changed "no" to "yes".